Manufacturer narrative:
At this time the product remains in service. If additional information becomes available this event will be updated as necessary.

Event description:
Boston scientific crm received information that this atrial lead had a lead safety switch occur. The last several measurements fluctuated between high and in range measurements. There was noise seen on the atrial channel in unipolar but not in bipolar configurations. The switch was reset, and the lead remains implanted. No adverse patient effects were reported.